Manufacturer narrative:
(B)(6). (B)(4). Visually confirmed the connector is fractured approximately ~1.5 threads up from the start of the thread. The fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation. Additionally, the mating thread of the nut is sheared at the base of the thread and deformed downward. After visual and optical examination, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the lock screw sheared off during tightening. No patient complications were reported.